Event description:
It was reported that a pt with a traumatic brain injury (tbi) was admitted and the physician immediately placed a licox/camino using the im3.st and 110-4l. Licox readings were immediately useful and accurate, as were 110-al intracranial pressure (icp) waveforms on the camino. The pt was later being readied for a CT scan, wherein the 110-4l was disconnected at the pre-amp connection site, and the pt was transported. Upon return and reconnection of the catheter, icp waveforms did not display on the monitor. After some troubleshooting, caregivers decided to replace the non-functioning 110-4l. A second 110-4l was placed, and icp waveforms were displayed. The following day, the pt was turned on her side in bed, and turned back. Once the pt had been slightly jostled around, the icp waveforms did not display on the monitor again. This was the second time the same pt had been moved in some way and the device did not work immediately afterwards.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation and an investigation has been initiated based on the reported info.